Event description:
Analysis of the generator was approved and did not duplicate the high impedance. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. Decoded programming data was reviewed and revealed that impedance changed from a normal value to high on just 8 days after implant. Therefore, the lead pin was likely not fully inserted during the implant surgery and resulted in high impedance. No additional or relevant information has been received to date.

Event description:
It was reported that high impedance was found on the patient's vns, and after the generator was replaced impedance was within normal limits. It was reported that no additional troubleshooting was performed in the or. The explanted generator has been received by the manufacturer. Analysis is underway but has not been completed to date. No additional or relevant information has been received to date.